Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 37 mg/dl at the time of the event. The customer was trained on the insulin pump the day prior to the event. The customer was connected to the insulin pump during priming and may have delivered half of the insulin inside of the reservoir into her body. The paramedics arrived on the scene to assist the customer, and they stated that they may transport her to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.